Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The morning of (B)(6) 2017, the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. A correction bolus (units unknown) was administered to treat the hyperglycemia and the patient went to school. While at school the patient felt hot, nauseous, and continued to experience elevated bg levels (exact values unknown) throughout the day. The patient¿s mother thought the symptoms were related to the flu as the patient was also vomiting and not holding food down. The patient refrained from administering any correction boluses as they were concerned they would become hypoglycemic due to being sick and not eating. On (B)(6) 2017 at 1:00 am, the patient went to the emergency room (ER). The patient's bg levels had reached 39.7 mmol/l (715 mg/dl). At the hospital, when the patient's pod was removed, the doctor noticed the adhesive was lifting at the corner and the cannula had become dislodged from the infusion site. The patient was treated with intravenous (IV) therapy and diagnosed with "severe" diabetic ketoacidosis (dka). As of (B)(6) 2017, the patient was "feeling better" but has not yet been discharged from the hospital.